Event description:
This report is being filed as a result of changes to our MDR eval process. We have changed our process to better align with current agency policy. Customer called stated performing rbcx on spectra system noted hemolysis in plasma line while infusing the 2nd to last bag. After noticing the hemolysis, she switched to the last bag hanging. She paused the procedure before completion of the final bag. She called us for assist. Procedure was aborted. Findings by lab hemolysis check on both units of blood positive for hemolysis (1+ and 2+). Blood from access line/negative for hemolysis and return line to pt was 2+ for hemolysis. Blood bank aware and investigating units with same lot numbers. The complainant would not supply a pt ID. This report is being filed due to the potential for hemolysis.

Manufacturer narrative:
Fin (B)(4). Warnings and responses to adverse conditions during apheresis procedures can be found in the spectra operator's manual (B)(4) pn 777093-392. The operator is warned (section xxvi 16 and section xxviii 4) to monitor pts closely during apheresis procedures for any reactions. A service rep checked out the equipment and found no issues. The customer sent samples from the rbc unit bag, the access line, and the return line to a lab for eval. The results verify that no hemolysis was found in the access line, but hemolysis was found in the return line and the rbc units. Clinical specialist, (B)(6), confirms that older units of rbc's can sometimes become hemolyzed before being used. The results from the lab work point to this being the cause of the hemolysis during the procedure. The most likely cause of the hemolysis was age of the rbc units used, the hemolysis was apparent before the bags were used in the procedure; there is no indication that caridianbct's equipment caused or contributed to the failure. A service call was placed and the equipment was checked out and found to be functioning as designed. Conclusion: hemolysis apparently caused by older rbc units being used for rbcx.